Event description:
Litigation alleges pain, discomfort and difficulty ambulating.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 1846932 and 1892960 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).depuy still considers this investigation closed.

Event description:
The sales rep has reported the revision surgery. Reason for revision was not provided.

Manufacturer narrative:
Depuy still considers this investigation to be closed.

Manufacturer narrative:
Dates corrected to reflect they are the same. Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.